Manufacturer narrative:
(B)(4) additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the ic after inserting the catheter, a leak via the distal lumen was found. They stated that there was a small incision in the extension line. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The report of a leak in the catheter was confirmed. Returned was a 3-lumen catheter marked 7fr x 20cm on the juncture hub. The customer also provided a photo of the sample. Under microscopic examination two depressions were observed in the distal extension line approximately 2.2 cm from the juncture hub. Both depressions were approximately 3 mm in length and the texture of the sides of the depression resembled the surface of the extrusion. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. The proximal and medial lumens did not leak. As pressure was increased on the distal lumen, a small bead of water formed at one of the depressions. Under microscopic examination, water was observed leaking from one very small location at the end of one of the depressions. An attempt to simulate the depression by using a scalpel and a pair of scissors on a lab sample was unsuccessful. A devic e history record review was performed, based on sales history, and did not reveal any manufacturing related issues. Based on the appearance of the leak site and the attempts to simulate the leak, the other remarks: probable cause of this issue is manufacturing related. Further investigation of this issue has been initiated.